Event description:
It was reported that patient underwent rotator cuff repair on (B)(6) 2013 where peek anchor was utilized. During the procedure, once the anchor was screwed in, the surgeon could not remove the inserter handle from the anchor. The anchor was removed and another of the same kind was used in the prepared hole to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Warning #7. Correct handling of implants is extremely important. Dimensional evaluation found component to be within appropriate design specification. It was conclude that there was inadvertent surgeon error.